Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was an existing small pe near the right ventricle prior to the procedure of unknown cause and the measurement was not noted. The cardiac wall behind the laa was also noted to be thin. Venous access was obtained and transseptal puncture (tsp) was performed in an inferior-mid position using versacross connect (vcc) transseptal access system. It was noted the vcc radiofrequency wire needed to be moved more than once in order to get into a proper position for tsp. A watchman fxd curve access system (was) was advanced with a 27mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The physician attempted three deployments and three partial recaptures of the wds. Before the fourth deployment of the wds, a pe was noted behind the laa, and it had quickly grown significantly compared to pre-procedure tee. The wds was fully recaptured and retracted into the right atrium (ra) along with the was. Protamine was given, hypotension was noted, and a pericardiocentesis was performed with an unknown amount of fluid removed. The procedure was aborted, and the patient remains hospitalized but is expected to fully recover. In the physician's opinion, there was concern with the tsp and also during recapture of the wds as the was potentially advanced and made contact with the laa wall.

Manufacturer narrative:
H6 impact code correction: medication required was removed.

Manufacturer narrative:
B5: information added. H6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was an existing small pe near the right ventricle prior to the procedure of unknown cause and the measurement was not noted. The cardiac wall behind the laa was also noted to be thin. Venous access was obtained and transseptal puncture (tsp) was performed in an inferior-mid position using versacross connect (vcc) transseptal access system. It was noted the vcc radiofrequency wire needed to be moved more than once in order to get into a proper position for tsp. A watchman fxd curve access system (was) was advanced with a 27mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The physician attempted three deployments and three partial recaptures of the wds. Before the fourth deployment of the wds, a pe was noted behind the laa, and it had quickly grown significantly compared to pre-procedure tee. The wds was fully recaptured and retracted into the right atrium (ra) along with the was. Protamine was given, hypotension was noted, and a pericardiocentesis was performed with an unknown amount of fluid removed. The procedure was aborted, and the patient remains hospitalized but is expected to fully recover. In the physician's opinion, there was concern with the tsp and also during recapture of the wds as the was potentially advanced and made contact with the laa wall. It was further reported the patient experienced cardiac tamponade and also procedure and device related bleeding during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was an existing small pe near the right ventricle prior to the procedure of unknown cause and the measurement was not noted. The cardiac wall behind the laa was also noted to be thin. Venous access was obtained and transseptal puncture (tsp) was performed in an inferior-mid position using versacross connect (vcc) transseptal access system. It was noted the vcc radiofrequency wire needed to be moved more than once in order to get into a proper position for tsp. A watchman fxd curve access system (was) was advanced with a 27mm watchman flx pro closure device and delivery system (wds) and positioned at the laa. The physician attempted three deployments and three partial recaptures of the wds. Before the fourth deployment of the wds, a pe was noted behind the laa, and it had quickly grown significantly compared to pre-procedure tee. The wds was fully recaptured and retracted into the right atrium (ra) along with the was. Protamine was given, hypotension was noted, and a pericardiocentesis was performed with an unknown amount of fluid removed. The procedure was aborted, and the patient remains hospitalized but is expected to fully recover. In the physician's opinion, there was concern with the tsp and also during recapture of the wds as the was potentially advanced and made contact with the laa wall.